Manufacturer narrative:
Information was received via literature. Please reference literature at the following location: http://www.boneandjoint.org.UK/content/jbjsbr/93-b/8/1045.full.pdf (B)(4). Other device used: catalog #unk, unknown cpt stem, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported that one patient had a complication of a pulmonary embolism within 30 days of a hemiarthroplasty.

Manufacturer narrative:
The devices were not returned for review as they remain implanted. Device history records were not reviewed as item/lot numbers were not provided. The devices were used in treatment. No applicable patient history is available. Component compatibility is unknown. A complaint history search could not be performed due to the lack of lot numbers provided. With the information provided, the cause of the pulmonary embolism cannot be determined, however surgical procedures do increase the risk of pulmonary embolism.